Manufacturer narrative:
The analysis of the handpiece was completed. Pre-temperature test was performed. Testing/repair performed within the first minute and it went up to 260 degrees f. The bearing is broken, and it is not possible to insert the bur. The cable is kinked and the middle bearing is completely worn. Service and repair replaced all bearings, replaced the motor/cable and other internal components. The handpiece was cleaned and tested to the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device heated up during use. No known impact or consequence to patient.